Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 430mg/dl and the pump alarmed no delivery. Customer treated with the pump. Customer reported that the site is changed every 2 to 3 days and the drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. Customer declined further high blood glucose troubleshooting. No further details given.